Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an antrum biopsy procedure performed on (B)(6), 2010. According to the complainant, during procedure, the clevis bent and the forceps could not perform the biopsy. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the coil was elongated and the clevis was bent. Functionally, the jaws opened and closed considering the bent clevis and elongated coil. No abnormalities were noted with the device riveting and welding which were within specifications. A v-gage test was performed and found the device to be out of specification. The condition of the returned incident device was consistent with the complaint; clevis bent. The most probable root cause is manufacturing since the v-gage test found the device to be out of specification. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an antrum biopsy procedure performed on (B)(6), 2010. According to the complainant, during procedure, the clevis bent and the forceps could not perform the biopsy. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).